Manufacturer narrative:
The investigation of the reported issue was completed by our experts. Log file analysis revealed no software or hardware errors, no system hangs or failure events, and no performance issues on the day of the event. According to the image visualization system (ivs) error log, the reference image and the current system position differed by 14° in angulation. As per the artis system requirement for non-matching reference images, the allowed deviation is ±10°. Therefore, the system correctly rejected the overlay. During the procedure, the x-ray tube had been moved to a different angulation. The fusion software cannot compensate for angulation deviations beyond the specified tolerance, which resulted in a misaligned overlay relative to the patient anatomy. According to a siemens local service engineer, the reported issue is a single event occurrence. The root cause was identified as a use error. The system functioned as designed and specified. To avoid recurrence, the stand must either be moved to the position of the stored reference image, or a new reference image should be taken at the current system position. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis pheno system. During an emergency patient procedure to place the tevar graft, the 2d/3d overlay was tracked inaccurately. We have no indications of any adverse effects on the health status of the involved patient as the operators noticed the inaccuracy and corrected it.